Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported that his pump stopped working about a week before he went to the doctor. Customer stated his blood glucose was 586mg/dl and requested to go to emergency room. Customer stated once he was in the hospital his blood glucose became over 700mg/dl. He stated he was in the emergency room for couple of hours to bring down the blood glucose. Customer was not wearing the pump at the time of the emergency visit. No further information provided.